Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with 80% stenosis, mild calcification and mild tortuosity. The 4.012mm nc traveler balloon dilatation catheter (bdc) was used and after complete deflation cannot be removed from the 6french (f) guiding catheter. The balloon was noted to have damaged [folded] the non-abbott stent that was just implanted. The bdc and guiding catheter were removed as a single unit. It was noted that the head of the balloon was pinched. Another same size nc traveler balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation, there is no indication that the reported difficulty removing the device from the guiding catheter, failure to fold (pinched/bunched balloon) or device damaged by another device is related to a product quality issue with respect to the design, manufacture, or labeling of the device. In this case, it is possible that since this is a larger balloon profile, sufficient time was not allowed to fully deflate the balloon before an attempt was made to withdraw the device resulting in the reported pinched/bunched balloon, which likely damaged the previously implanted stent and subsequently resulted in the reported difficulty removing the device; however, a conclusive cause cannot be determined. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.